Event description:
It was reported that during the procedure, an influx of blood was found in the tip of the left ventricular (lv) lead. As a precaution, the lead was not used and a different lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.